Event description:
On (B)(6) 2024, the patient underwent endovascular treatment of a zone 6 abdominal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis (cxt321414). It was reported that the trunk of the cxt321414 did not appear to be fully open after it was deployed. A gore® excluder® conformable aaa aortic extender component was implanted proximally. The were no reported issues with device apposition and no endoleak observed at the close of the procedure. There were no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
A.2. Age at the time of event/date of birth: asked but unavailable a.4. Patient weight: asked but unavailable b.7. Other relevant history, including preexisting medical conditions: asked but unavailable d.10. Concomitant medical products and therapy dates: asked but unavailable h.6. Type of investigation: code b15 - images were provided, and an imaging evaluation will be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H.6. Investigation findings for analysis of production records: code c21 updated to code c19. H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H.6. Investigation findings for imaging evaluation: code c21 updated to code c19. H.6. Investigation findings for imaging evaluation: code c19 - the results of the evaluation are consistent with the reported failure mode that the trunk did not appear to be fully open. The evaluation of the clinical images appeared to show a lack of device apposition or a partial deployment, which then appeared resolved after an aortic extender was implanted. The root cause of the reported failure mode could not be established with the available information. H.6. Investigation conclusions: code d16 updated to code d15. H.6. Investigation conclusions: code d15 - there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. H.6. Investigation conclusions: code d12 added. According to the gore® excluder® conformable aaa endoprosthesis instructions for use, potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, incomplete component deployment.